Event description:
It was reported that a user experienced a brief disconnection of the dexcom g6 continuous glucose monitor (cgm) from the ilet system, after which the cgm signal reconnected and glucose readings were available. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no reported impact to health, no alarms, and no medical treatment or hospitalization. User support included troubleshooting and user education performed during the call. Investigation of this case revealed transient signal loss with the responsible device not identified, and normal operation restored without further intervention. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent connectivity disruption with no device malfunction confirmed.